Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: a change of pace: modifying pacemaker settings in the emergency department as emergency physicians, a case report. The journal of emergency medicine. 2025. Vol. 71, no. C, pp. 82¿87. Doi: 10.1016/j.jemermed.2024.10.012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding pacemaker settings. The authors described a patient who presented to the emergency department with weakness and lightheadedness. Emergency services noted the patient with intermittent bradycardia, hypotension, and decreased responsiveness. An electrocardiogram (ECG) indicated failure to capture with the right ventricular (rv) lead. Another bradycardic episode occurred which lasted around thirty seconds, and the patient was lethargic, requiring a sternal rub to arouse. Reprogramming of the lead was performed, after which, the episodic bradycardia resolved. The patient was admitted overnight for continued diuresis, telemetry, and further management of heart failure. Re-interrogation the next day showed normal parameters. The lead remains in use. No additional adverse patient effects or product performance issues were reported.